Manufacturer narrative:
The manufacturing, sterilization and lot history records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that, halfway through surgical vitrectomy, the surgeon found the light was not bright anymore. The surgeon removed the light pipe from the port and noticed that the metal piece had fallen off from the light fibre. The surgeon was able to remove the metal piece from the patient's eye. Another pack was opened, the light pipe was replaced with a new one, and the surgery was completed without being prolonged. No additional anesthesia was required and the patient is ok and has recovered.

Manufacturer narrative:
H6 health effect clinical code: 2687 reported in error. Corrected code: 4582 the product was returned and evaluated. Visual inspection found the needle shaft was broken off at the base and the broken piece was bent/curved in two places. Some of the fiber optic cable was protruding from the end of the needle shaft and the edges were jagged and bent at the broken location. The cause of the physical damage could not be determined. The appearance of the edges are consistent with a break caused by metal fatigue due to the needle being bent back in forth in a radial pattern. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.